Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit, low batt alarm due to blank display. Unit had broken battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call that the cracks in casing near reservoir window and buttons. Customer's blood glucose level was unknown. Customer stated insulin pump rejected new battery and missing pieces near battery cap. The insulin pump will be returned for analysis.